Event description:
It was reported that the catheter became separated and broken. The target lesion was unknown. A 180cm renegade hi-flo fathom system was selected for the procedure. The device was never used inside the patient. It was noted that the catheter separated and broke before the procedure was performed. The physician then used a different device to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A break in the catheter shaft was observed at approximately 6.5cm. The braid was exposed for 1cm approximately. The microcatheter was examined and a kink was noted at 86.5 cm from the distal tip. A 0.0184 inch mandrel could not be inserted into the microcatheter as the lumen was stretched and prevented insertion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter became separated and broken. The target lesion was unknown. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected for the procedure. The device was never used inside the patient. It was noted that the catheter separated and broke before the procedure was performed. The physician then used a different device to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).